Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Description of event according to short form complaint filed: it is alleged that " [pt] received a cook celect filter and as a direct and proximate result of the defect, [pt] has suffered permanent and continuous injuries, pain and suffering, disability and impairment". New additional information was provided: a gunther tulip (1820334-2015-0817) and a cook celect filter (3002808486-2015-00045) were implanted on (B)(6) 2008. Filter was placed at the renal veins enter ivc region t-12, l1 interspace. Filter hook projects over the right l1 pedicle. Attempted gunther tulip retrieval on (B)(6) 2009 by same hospital due to "contraindication to anticoagulation secondary to bleeding fibroids". Alleged migration, vena cava perforation, fracture, device is unable to be retrieved, bleeding. Patient outcome: alleged severe back pain. According to plaintiff "the first symptoms of bodily injuries resulted from the cook inferior vena cava filter was in (B)(6) 2008 and attributed to the cook ivc filter in (B)(6) 2013".

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2008 via the femoral vein due to pe. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2009. The plaintiff alleges migration, fracture, vena cava perforation, device is unable to be retrieved, bleeding, severe back pain, abdominal and pelvic pain.

Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, manufacturing instructions (mi) and quality control (qc) was conducted for the purpose of this investigation. No imaging provided and patient's medical record is unknown at this time. Therefore, it is not possible to comment on the alleged migration, vena cava perforation, fracture, device unable to be retrieved and bleeding. Also, it is not possible to comment on the back pain, perm and continuous injuries, pain & suffering, disability & impairment, which patient allegedly suffered as a direct and proximate result of the defect. As to migration under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). As to perforation published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Filter retrieval is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement. Cook medical will continue to monitor for similar events. Catalog and lot # are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "patient received a cook celect filter and as a direct and proximate result of the defect, patient has suffered permanent and continuous injuries, pain and suffering, disability and impairment". New additional information was provided: a gunther tulip (1820334-2015-0817) and a cook celect filter (3002808486-2015-00045) were implanted on (B)(6) 2008. Filter was placed at the renal veins enter ivc region t-12, l1 interspace. Filter hook projects over the right l1 pedicle. Attempted gunther tulip retrieval on (B)(6) 2009 by same hospital due to "contraindication to anticoagulation secondary to bleeding fibroids". Alleged migration, vena cava perforation, fracture, device is unable to be retrieved, bleeding. Patient outcome: alleged severe back pain. According to plaintiff "the first symptoms of bodily injuries resulted from the cook inferior vena cava filter was in (B)(6) 2008 and attributed to the cook ivc filter in (B)(6) 2013". On (B)(6) 2016 confirmation was received from the attorney that only the gunther tulip filter was implanted in patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, migration, fracture, vc perforation, unable to retrieved, bleeding, severe pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.